Event description:
Customer reported he has been getting no delivery alarms during bolus. Customer stated he thinks it is related to the battery because he changed the battery and it will deliver the bolus. He stated the battery indicator never moves. Customer complained about irritation at the site when he inserts the infusion set in his back area. Customer stated it gets itchy and inflamed when he removes the infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.